Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) was interrogated and the battery voltage showed 2.5 years remaining. The device was interrogated again the next day, and a message appeared that this ICD reached end of life (eol) last month due to extended charge times. A manual capacitor reformation was done and the device recovered to elective replacement indicator (eri). The field representative and health care professional (hcp) were concerned that the message regarding the eol status of the device did not display at the previous day's interrogation. The issues were discussed with boston scientific technical services (ts). It was determined that hcp and field representative were looking at the battery longevity gas gauge and thought there were 2.5 years remaining. However, ts discussed that the gas gauge does not provide time remaining in this ICD. Also discussed, was the extended charge times during mid-life. The field representative was going to do a save to disk and memory dump to assist in determining why the message related to eol did not display. Additional information was received that this device has been explanted. No adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a review of device memory revealed that the device declared end of life (eol) after experiencing one charge time greater than 30 seconds. The observed rate of battery usage was compared to the expected rate of battery usage; the results indicated that the monitoring voltage was normal. Although the battery itself had not depleted prematurely, eol was triggered earlier than expected by extended charge times, and the eri to eol time period was shortened, due to a higher-than-typical build-up of internal battery impedance. The observation from the field was confirmed by this analysis.